Manufacturer narrative:
The axium prime coil was returned for analysis. The introducer sheath was found correctly assembled on the pusher with the wavelock at the proximal end. No damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the pusher. The axium prime implant coil was found to be damaged within the introducer sheath. The implant coil tip was found broken. The axium prime implant coil could not be pushed out from within the introducer sheath as resistance was encountered and was retracted out against resistance. The axium prime implant coil tip od (outer diameter) could not be measure as it was separated from the implant coil. The introducer sheath ID (inner diameter) was measured and found to be 0.0175¿ (0.4445mm) which is within specification (specification: 0.46mm ±0.02mm). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. The implant coil was found damaged/broken within the introducer sheath. There were no reported issues pushing the axium prime implant coil from within the introducer sheath during hydration per IFU. Therefore, it is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv/sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing the coil against resistance would result in damage to the implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil was stuck in the sheath. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left middle cerebral artery. The max diameter was 2mm, and the neck diameter was 3mm. The patient's vessel tortuosity was moderate. It was reported that coil could not be pushed into the microcatheter was stuck in the y valve. The coil was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Additional information received reported that during preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.